Event description:
The patient obtained a 35 mg/dl, while feeling thirsty and having frequent urination. No actions were taken following the use of the meter. They reported visiting their physician's office. A result over 600 mg/dl was obtained on the physician's meter. The results were reported to have been less than or equal to 10 minutes apart. The patient reported that they were treated with food and or a beverge. The customer service representative discovered that the patient had been using test strips which were expired, stored improperly, or opened longer than the discard date. The csr walked the patient through a check strip test and the result fell within specifications. No further troubleshooting was performed. The patient did not allege harm. The patient's symptoms correlated to the result obtained by the physician, and it is likely that the patient delayed treatment based on the meter readings. Patient's control solution and expired test strips were replaced.